Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The patient reported the day of the implant was not able to walk forward and stated a damage nerve in her leg. It was indicated that the health care provider took it out and patient decided not to move forward with the implant. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.